Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 53 mg/dl, 358 mg/dl and 292 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter jagr138-k1436 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. If the reported test strips are returned, an investigation will be performed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Stability and clinical data was reviewed and has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was conducted for the reported complaint and the freestyle strip, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle insulinx meter was reviewed and the dhrs showed the freestyle insulinx meter passed all tests prior to release. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted.

Manufacturer narrative:
Upon extended investigation, it was determined that the meter serial number provided by the customer (B)(4) is not a valid serial number. Therefore serial number was updated to unk.. No product has been returned and a valid serial number has not been provided for the meter and test strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs insulinx meter, and there were no adverse trends that indicate any potential product related issues. A tripped trend review was completed for the reported complaint and freestyle test strips, and there were no adverse trends that indicate any potential product related issues. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 53 mg/dl, 358 mg/dl and 292 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.